Manufacturer narrative:
A review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The provided medical records confirmed femoral component loosening however were insufficient to determine a definitive root cause. Clinician review of the provided records found "no evidence that factors of faulty prosthetic component design, manufacturing, or materials were responsible for this revision surgery 12.6 years post-implantation." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient has been experiencing pain since initial surgery. Patient reports he will need a revision surgery. Update patient had revision surgery on (B)(6) 2014.